Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results within 4 minutes on 2 different aviva systems using the same lot of test strips: 395 mg/dl (aviva system 1) and 139 mg/dl (aviva system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device.